Event description:
A male underwent a left carotid endarterectomy with a shelhigh vascular patch closure. Pt developed infection at graft site. Pt had readmissions and a return to or. Pt died in 2006. Surgeon has concerns about the shelhigh vascular patch.